Event description:
The facility reported to baxter "mix up channels on pump too easy to do". The incident was further described, "channels for levophed and morphine interchanged. Both drugs were running at the wrong rate. Mix up of drugs also resulted in an incompatibility with insulin running as piggback into the levophed line".